Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-01375 and 3002806535-2016-00196). Remains implanted.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty on an unknown date with unknown product. Subsequently, the patient was revised on (B)(6) 2015 due to aseptic loosening. The patient underwent a closed reduction procedure on (B)(6) 2015 due to periprosthetic femoral fracture. The patient underwent a closed reduction procedure on (B)(6) 2015 due to subluxation.

Manufacturer narrative:
This follow up report is being filed to relay corrected information, which was unknown at the time of the initial medwatch. This report is number 4 of 5 mdrs filed for the same patient (reference 1825034-2016-01375, 02089, 02090 and 3002806535-2016-00196 & 00363).

Event description:
Patient underwent closed reduction approximately 7 months post-implantation due to subluxation.